Event description:
The customer reported unexplained high blood glucose for the past few hours. The blood glucose reading at the time of the call was over 600 mg/dl. The customer stated that she will call emergency about her high glucose and will call us back when she feels better. Troubleshooting could not be performed. The customer's most recent blood glucose reading was 528 mg/dl. The customer stated that she treated her high glucose level with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.